Manufacturer narrative:
10/23/25 evaluation tech: (B)(6). W4d water sol,iso valve build up/debris. Debris buildup in the water solenoid. Poor water pressure regulation from the solenoid. Debris buildup in the water filter. Intermittent or no operation due to an open condition in the handpiece cable. Display is cracked and damaged on the left side of the unit. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While using a cavitron 300 series g310, they allege that they have low water flow and the handpiece is heating up, no injury resulted.